Event description:
The surgery center reported that a laser vision correction patient was presented with an under correction on both eyes (ou). The surgery center indicated the laser treatment (ilasik) was performed on (B)(6) 2013. Through follow up, the surgery center reported the patient who was diagnosed for under correction underwent an unplanned surgical treatment to treat the under correction on (B)(6) 2014. Pre op of bcva for ou was 20/15, k readings 40.40/41.50/x97 for right eye, k readings 40.60/41.80/x77 for left eye, 1 month post op of initial procedure of scva for ou was 20/25. 3 months post op bcva for initial procedure for ou was 20/20. Post op of enhancement procedure of scva for both eyes (ou) is 20/15. K readings at enhancement procedure 35.90/36.60/x82 for right eye. K readings at enhancement procedure 36.41/37.11/x101 for left eye.

Manufacturer narrative:
(B)(4). A clinical optimization site visit was scheduled on (B)(6) 2014 to check the excimer laser, wavescan, and intralase. A lens calibration was performed on (B)(6) 2014 and the previous plastics were reviewed. At the time of the evaluation, the customer stated the patients who were treated with on (B)(6) 2014 had 20/20 vision or better at post op. The plastic was reviewed for the incident date of (B)(6) 2013. There was no artifact seen and lens calibration was within specifications for the plastic of (B)(6) 2013. The lens calibration was performed on (B)(6) 2014 a small artifact was observed. The laser machine was examined and tested at the customer location by an abbott field service specialist (fss) on (B)(6) 2014. The artifact was confirmed for the (B)(6) 2014 plastic check. The fss replaced the m2 and verified alignment. The wavescan had a fixation target rotated to the left. The target assembly was replaced. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.